Manufacturer narrative:
H10: as no lot number was provided, a review of the device history records was not possible. A complaint history review of the amended product code, found no similar instances of the reported event. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that when the patient went out for a cigarette, the tubing was cut off and there was a burn site. Although the patient does not think this came from the cigarette, there is nothing within the device which would cause a direct burn. A cigarette from the patient or someone close to him however would be a likely cause of direct burning and would cause the issue described in the event. The probable root cause is therefore an issue caused by the device user. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported during a nwpt, that the patient was outside smoking, noticed that the pico single use npwt 10x20cm tubing was cut off and there was a burning site. Patient is pretty sure that it didn't came from cigarette. Treatment was resumed with a back-up device. Patient was not harmed as consequence of this problem.